Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2026, product type: catheter. Pro duct ID 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2026, product type: catheter. Product ID 8709, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), product ID: 8709, serial/lot #: (B)(6), ubd: 14-dec-2006, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(6), ubd: 20-may-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) and patient via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 20.0 mg/ml at 4.5 mg/day, clonidine 100 mcg/ml at 25 mcg/day, and bupivacaine 20 mg/ml at 4.5 mg/day via an implantable pump. It was reported that the patient had symptoms returned about 3 months ago, and the patient had a discrepancy at her last refill in which the office with aspirated 9mls when 4 mls was expected. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Physician replaced her catheter. The issue resolved at the time of this report.